Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Since the two involved devices are classified differently (gore® excluder® aaa endoprosthesis - mdd class iii / gore® excluder® iliac branch endoprostheses ¿ mdd class ii) two separate medwatches are submitted for gore event 32443.

Event description:
The following was reported to gore: on (B)(6) 2017, the patient presented with abdominal aortic and iliac aneurysms that were treated with gore® excluder® aaa and gore® excluder® iliac branch endoprostheses. A follow-up CT scan on (B)(6) 2017, revealed that the iliac branch component (ceb231010) and a contralateral leg endoprosthesis (plc271200) appeared to be separated. It was stated that the patient had very tortuous vessels. During the implantation the device overlap was according to IFU, but it is assumed that due to the tortuosity the devices separated directly afterwards. On (B)(6) 2017 an additional contralateral leg endoprosthesis (plc271400) was successfully implanted to treat the endoleak. The patient tolerated the procedure.